Event description:
A baxter service technician found that a homechoice system failed the volume accuracy during testing.

Manufacturer narrative:
(B)(4). The device failed the homechoice return instrument test / evaluation (rite) functional test for accuracy during fill 1, drain 1, fill 2, & drain 2 but passed the rite electrical test. The (product analysis lab (pal) evaluated the device. An accuracy confirmation was performed and failed. An external/ internal inspection was performed and no obvious problem was revealed. A more detailed inspection of the door assembly was performed, and the inspection revealed that the door piston was cracked; also door piston foam was deteriorated. The cause for rite test failure - accuracy for fill 1, drain 1, fill 2, & drain 2 was determined to be a cracked piston and deteriorated piston foam. A review of the device history record was performed and no issues were identified that may have contributed to the rite accuracy failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.